Event description:
One touch basic enhanced meter would not power on. The medical affairs specialist spoke with the reporter and they were unwilling to provide any further info. The pt is currently being treated for cancer. Apparently the meter stopped powering on two weeks prior to contacting lfs. The pt was described as feeling ill, dizzy, nauseous and experiencing loss of balance. They started drinking water and their family member contacted the paramedics. No attempt was made to test with the reported meter. Once the paramedics arrived, a result of approx 598 mg/dl was obtained on the emt meter. They were transported to the hosp and admitted. They were treated with 15 to 20 units of regular insulin throughout their hospitilization. The pt did not allege harm. There is insufficient info to suggest that the meter contributed to the injury or medical intervention. It would have been helpful to know when the pt last attempted to test with the meter, their medication regimen, and test frequency. The customer care rep verified that the batteries were correctly installed, the batteries were in good condition, and the batteries were replaced less than a year ago. The meter was replaced due to an unresolved power issue. Complimentary test strips and control solution were sent.